Manufacturer narrative:
Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula bent events on (B)(6) 2024. The event occurred 3 or more hours after insertion. Infusion set was in use for less than 24 hours after insertion. The insertion site was at thigh and abdomen. The blood glucose level was high (specific values was unknown) and small ketone. The patient was treated with correction injection via multiple daily injection (mdi). The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.